Event description:
The following has been reported: biomed reported: it was reported to me: constantly alarming service pump ,tubing error and pump error. Had to shut it down. When biomed turn on the pump. The pump turns on then turns off. Biomed charged the pump. After charging the battery. Biomed tested the pump. While testing the pump there was no problems. Biomed found there was a pump problem on the following dates and times: may 23 on 10:25 and 10:27. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.